Manufacturer narrative:
(B)(4). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, during a central line insertion procedure in which the spectrum minocycline/rifampin impregnated double lumen central venous catheter was employed, the wire got hung up on the needle. This reportedly caused the wire guide to kink and unravel. A smaller wire guide was ultimately used to complete the procedure, and the customer confirmed that the product malfunction did not necessitate any additional procedures or result in any patient adverse events. The device has reportedly been disposed of and is unavailable for return and evaluation.

Manufacturer narrative:
Investigation summary: a review of the drawing, instructions for use(IFU), device history record, quality control and manufacturing instructions were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. A document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. The described event could have been caused by the wire or needle. It was not identified which needle in the set was utilized. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.